Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: examination of the returned device revealed a balloon pinhole. The device was pressurized with an inflation device, which confirmed a pinhole on the distal end of the balloon wall parallel with the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was blood and contrast present throughout the distal lumen and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the radial artery. The 99% stenosed lesion was located in the severely calcified and moderately tortuous left circumflex artery. The 2.0x8mm nc quantum apex monorail balloon catheter was advanced to the target lesion where the balloon ruptured at 8 atms on the initial inflation. The procedure was not completed due to another reason. There were no patient complications reported and the patient status is good.